Event description:
A biomedical engineer reported during irrigation/aspiration mode of an intraocular lens implant procedure intermittent bubbles, surges and low suction was experienced. The surgeon completed surgery with the same system and consumable product. There was no harm to the pt. A sample is not expected since the consumable product was discarded.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. (B)(4).